Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming error code 1870. It was reported the pump was set for 46 hour infusion and the pump started beeping in the middle of the night, battery alert. Per reporter the batteries were changed twice, however the pump would not turn on. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: direct: (B)(6).